Event description:
Pt on va ECMO [veno-arterial extracorporeal membrane oxygenation] cannulated in bilateral femoral sites, 1:1 iabp [intra-aortic balloon pump] via r [right] femoral, on high doses of multiple vasopressors, daily trips to CT d/t [due to] previous stroke. Between approx. [Redacted date] @ 23:50 and [redacted date] 00:05 iabp alarming "possible helium loss" three (3) different times and balloon pump was unable to be restarted each time. Upon assessment bedside rn noted there to be black flakes throughout the iabp helium tubing, indicating rupture of balloon. The first contact provider, [redacted], np [nurse practitioner] was notified and at bedside along w/ [with] attending/intensivist dr. And charge nurse. Charge rn immediately notified ccu [coronary care unit] fellow, md who promptly came to bedside along w/ ir [interventional radiology] cardiology fellow. Heparin gtt [drip] was turned off and md proceeded to remove iabp from pt. Pressure was held for 1 hour, until hemostasis was achieved. IV vasopressor requirements increased but otherwise pt hemodynamically stable throughout procedure. After procedure, 1-unit platelets given based on 0000 cbc and a new full set of labs was drawn. Balloon was assessed after removal by providers and noted to have ruptured while inside pt. Iabp found to have hole in plastic inflating balloon segment on the proximal end. ECMO specialist was at bedside during, and the circuit remained stable. Pt more frequently assessed and monitored post-iabp removal per policy. Manufacturer response for iab catheter, catheter, iab fiberoptix ultra 8 sc 8fr x 40cc (per site reporter). Mfg [manufacturer] states failure happened due to patient status.